Event description:
It was reported that the user experienced stopped insulin dosing, an on-device occlusion alert, and a leaking cartridge. The user had been attaching infusion components outside the ilet and performing an incorrect supply change, and they disconnected from the ilet and administered subcutaneous insulin by pen. Symptoms included hyperglycemia peaking at 319 mg/dl. Outcomes included the need for troubleshooting and user education. Investigation included guided troubleshooting and education on performing the correct supply change within the device. Investigation of this case revealed user technique error leading to an infusion set or cartridge connection issue and occlusion, consistent with infusion set connector not attached correctly. It was concluded, based on previously established findings for similar reports, that the cause was user error.